Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump dispensed all the insulin from the cartridge during the load step. She tried with another cartridge and the same issue reportedly occurred. The pt mentions seeing the "no cartridge detected" alarm.